Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata shunt a few months ago. According to the report, the patient had an MRI on (B)(6) 2015 and when the doctor attempted to adjust the shunt after the MRI, the shunt was stuck on the same level. It was later reported that the patient has had their valve adjusted successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was reported as an unknown strata valve/shunt and the returned product was found to be a strata nsc valve, regular. It met the requirements for patency, reflux, pressure-flow and preimplantation testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It did not meet the requirements for leak testing due to a large tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most silicone elastomer materials¿. Debris within the valve may have temporarily interfered with the adjustment mechanism resulting in difficulty adjusting the valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported that the valve was explanted on (B)(6) 2015 because it was stuck on the same level. It was also reported that the patient was doing okay. (B)(4).